Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed but the issue was not resolved. Customer states that display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black. P-cap locked in place properly during testing. On (B)(6) 2021 customer called in concern of pump is showing a blank display. No other concerns were recorded. Proceed it with the following testing to assure proper functionality of the device. After multiple battery replacements blank display persisted. Unable to download due to blank display. Proceed it by cutting device open and perform a visual inspection of connectors and electronic assemblies. Connectors were properly plugged in and no moisture damage noted. During visual inspection cracked across u6/pcb2 noted causing an unexpected blank display. No physical damage noted during visual inspection. In conclusion, after isolating electronic boards to pinpoint faulty board, the u6 on pcb2 was found crack across component body causing the unexpected blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.